Event description:
It was reported that a progav 2.0 shunt system (part # fx413t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2021. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: unknown, weight: (B)(6) kg, gender: female.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection:-protein deposits on the product, third party catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is non-permeable, while the shunt assistant and the ped. Prechamber are permeable. Computer control test: the computer controlled test showed the opening pressure of the shunt assistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 18.79 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to the blockage of the progav 2.0 the computer control test is not applicable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a blockage in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.